Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Post-paced t wave oversensing on the ventricular channel was observed on real-time egm. Device was reprogrammed.